Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had jet tube clogged, air/water cylinder and air/water tube had white foreign material. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, it is likely that foreign material was not identified. There was no physical damage found at the location where the material remained. A definitive root cause could not be established. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The instructions for use states the detection methods associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection." And the prevention methods in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.". Olympus will continue to monitor field performance for this device.